Event description:
The consumer was allegedly making a u-turn to get to consumer's car when consumer turned too sharp and upset the scooter. The consumer allegedly sustained broken ribs and bruises from the alleged incident.